Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation of the device and the logfiles confirmed the incident reported by the user. The device failed to start up. If the ventilator interrupts the booting process then failure messages are shown on the display: "ventilation unit synchronization timeout" or "startup stop". Here in this case, though, the display remained black and gave an alarm. Therefore, the user decided to replace the device. The failed communication between the ventilator and the display indicated an issue with the esm board either on the ventilator side (part n° msp160650) or the interaction panel side (part n° msp160641). The service technician replaced both esm boards and successfully ran all functional tests. The device worked as intended again. The user had to replace the ventilator. Although there is no information about a delay in treatment - in a worst case scenario - a delay in treatment and subsequently a deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description statement on handling: the department wanted to treat patient with mask for one hour. When starting up at 15:40h, the display was black and gave an alarm. The nursing staff switched off the hamilton-c6 again and started it up again and the screen was still black. The alarm did not stop and they removed the hamilton-c6 and took it out of the bunk. (2) health effects: none observed or reported, clinical signs, symptoms, or conditions. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: statement on handling: the department wanted to treat patient with mask for one hour. When starting up at 15:40h, the display was black and gave an alarm. The nursing staff switched off the hamilton-c6 again and started it up again and the screen was still black. The alarm did not stop and they removed the hamilton-c6 and took it out of the bunk. Health effects: none observed or reported, clinical signs, symptoms, or conditions. Health impact: no adverse health consequences or impacts occurred during the event.